Manufacturer narrative:
Final analysis found external abrasion with exposed outer coil noted at 46.6 cm to 46.8 cm from connector pin due to friction with another device. The steroid plug was in an improper position.

Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.